Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, undefined impedance warning for unipolar and bipolar qualified as high, short v-v intervals, noise and a fracture. It was noted that dissociation could be seen between pacer spikes and qrs complexes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.